Event description:
A report was received that the pt had a pocket revision. The battery was implanted too deep into the pt's skin, and the pt was unable to charge. The charger would not stop beeping and could not connect with the battery. The physician explanted the ipg and re-implanted a new ipg. The pt was reportedly doing well.